Manufacturer narrative:
The electrode was returned severed at approximately 110 centimeters from the terminal end. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements measuring, greater than 500 ohms when connected to a non-boston scientific pulse generator. It was suspected the lead was fractured. Subsequently, the lead was extracted and replaced with another manufactures system. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements measuring, greater than 500 ohms when connected to a non-boston scientific pulse generator. It was suspected the lead was fractured. Subsequently, the lead was extracted and replaced with another manufactures system. No additional adverse patient effects were reported.